Event description:
Procedure type: low anterior resection. According to the reporter: tilt top anvil was stuck in bowel and it was forcibly removed interrupting the staple line causing a leak at the anastomotic site. The lot number of the reported device is not available. No reinforcement material was used with this device. There was unanticipated tissue loss and tissue damage as a result of this problem. There was not blood loss of 500 cc or more due to the product problem. The surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4).